Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient provided treatment data while troubleshooting the liberty select with technical support. Treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain 1 where 3558ml drained. This drain is 237% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. A 180% of fill volume 1500ml is 2700ml. Therefore, a reportable malfunction has occurred. The patient was advised to discontinue use of the cycler and contact the clinic nurse. Additional information was solicited.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed the heater tray was touching the top cover. A simulated treatment was performed and completed on the cycler with no issues noted. The load cell verification was performed and passed. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. The cycler weighed fill volume values were within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.